Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. A deactivation package, and an accessory kit were used during the procedure. Additional details were not provided. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.